Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the physician replaced the ipg. The sjm representative successfully used the programmer to communicate with the ipg during surgery. Post-operatively the programmer was unable to establish communication with the ipg. Follow-up revealed the physician removed and replaced the ipg.